Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in the shock impedance measurements of up to greater than 125 ohms. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned severed in two segments. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Inspection of the terminal pin assembly, lead body, and electrode tip found calcified bodily fluid on the distal and proximal shocking coils. Laboratory analysis determined that depending on the amount of calcification on the lead prior to explant, the shock impedance measurements could have been affected by the calcification.